Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp high baseline alarm is not able to be confirmed. The pump was serviced by the distributor's service technician, and the motor driver was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The high baseline alarm meets the notification criteria of the event investigation form (eif) as part of a corrective and preventive action (CAPA). The eif team was notified of this complaint for follow-up.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) had a high baseline alarm, and it was noted that the iabp stopped twice. As a result, the iabp was swapped out for another iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) had a high baseline alarm, and it was noted that the iabp stopped twice. As a result, the iabp was swapped out for another iabp. There was no report of patient complications, serious injury or death.